Manufacturer narrative:
Intraventricular hemorrhage is included as possible complication in the instructions for use (IFU) for the artemis neuro evacuation device. Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was lost in transit and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text: placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
On (B)(6) 2022, the patient underwent a micro neurosurgery procedure to treat an intracerebral hemorrhage (ich) using an artemis neuro evacuation device (artemis). During the procedure, the physician noticed that there was no suction and that the artemis had become clogged after five minutes of use. Therefore, the artemis was removed. The procedure was completed using a new artemis. On (B)(6) 2023, a second notification was received from the clinical team reporting that an intraoperative computerized tomography (CT) scan taken on (B)(6) 2022 revealed a recurrent hemorrhage larger than the prior hemorrhage. The craniotomy was then extended, and navigation was used for a new entry point and craniotomy defect was enlarged. A full 3cm craniotomy was performed. The entry point was the superior frontal sulcus. Suction was advanced into the clot and used to remove the clot. Bipolar cautery was used for hemostasis. The recurrent hemorrhage was reported to be an adverse event with a possible relationship to the artemis and a possible relationship to the index procedure.